Event description:
I started noticing symptoms of illness shortly after having implants put in. My symptoms have worsened and I am now having to get surgery to remove them from my body. FDA safety report ID# (B)(4).